Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported the patient was having ¿extreme¿ problems trying to get their device charged. The patient saw all the bars and then the bars would ¿shift¿ when they sat down. The antenna was repositioned and the dial was turned. It was indicated there were two bars for two hours and it did not look like the device had charged at all. The charging issues began as of the date of this report. It was noted the patient was within three feet of a computer hard drive. The device was confirmed not to be flipped or moving. It was added that when the patient charged they would feel a ¿slight¿ stimulation sensation when the device was turned off. Additional information has been requested, a follow up report will be sent if additional information is received.